Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had moisture exposure and no longer working and screen went black. The customer's blood glucose level was 180 mg/dl. It was also reported that there was crack on the top of the insulin pump near reservoir and drops came out of the insulin pump. The insulin pump will not be returned for analysis.